Event description:
It was reported by the patient¿s family that the patient is deceased. The family wanted to know if the device ¿fired¿. Additional information received reported the patient died while out of state during a visit to a water park. The patient was coded at length in the emergency room, but did not survive. The device has not been returned at this time and the coroner has been contacted to determine the disposition of the device as well as device data information.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).